Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. The trip wire was not secured, and the slack was not taken up correctly. The ligator head returned with all bands attached and some of them were overlapped. The suture was intact and attached to the distal trip wire loop. Additionally, the ligator head teeth were found damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, as per the device condition, it is likely that the slack was not removed properly. Not securing the trip wire in the handle slot could have caused the wire to slip through the handle assembly leading to an inaccurate deployment of bands and more tension on the device. The extra tension on the device can cause the ligator head teeth to bend. Therefore, taking all available information into consideration, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6), 2021. During the procedure, the band could not deploy normally. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2021. During the procedure, the band could not deploy normally. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.